Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product. A promus element plus,mr,ous 3.00x20mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00x24mm promus element plus drug-eluting stent was selected for use. However, during unpacking, the stent struts were noted to be lifted up. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device lot number corrected from 0022319439 to 0022482258. Device expiration date corrected from 06/24/2020 to 07/25/2020. Device catalog number corrected from 9388 to 9386. Device unique identifier (UDI) # corrected from (B)(4). To (B)(4). Device manufacture date corrected from 06/25/2018 to 07/26/2018. Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00x24mm promus element plus drug-eluting stent was selected for use. However, during unpacking, the stent struts were noted to be lifted up. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00x24mm promus element plus drug-eluting stent was selected for use. However, during unpacking, the stent struts were noted to be lifted up. There were no patient complications reported and the patient was stable.